Event description:
It was reported that an ilet pump exhibited a progressively worsening display issue in which the pump screen was delaminating or separating from the device housing. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status or need for medical intervention. Investigation included customer troubleshooting and user education regarding device shutdown and data handling. Investigation of this case revealed a hardware display integrity concern consistent with a screen delamination. It was concluded that the event involved a device component failure of the display assembly without associated clinical harm.